Event description:
This customer complains since a while about intermittent loss of spo2 signal on lifepak 15 devices. The customer stated that there is no spo2 value/waveform, connexion with the monitor is checked. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During eval, the device failed continuity using the cirri's tester. The cable has an intermittent open outer shield, inside the mini-d connector causing cable to function intermittently. When the intermittently connection was held in normal operation for sensor was able to obtain spco, spmet, spo2, and pulse rate values. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional) condition the instrument went into alarm condition, alarmed as expected, readings zeroed out, and a "bad sen" message was displayed. Discoloration (yellow) was also observed along the length of the cable.